Manufacturer narrative:
Additional codes added to section h6 device codes, evaluation codes result and conclusion. Device evaluation summary: in addition to the direct current (dc) - dc converter printed circuit board (pcb) that was returned with a c83 capacitor blown, which the findings were reported under follow up #1, the service engineer also replaced the breath deliver (bd) power controller and bd power distribution pcb and the bd unit cpu were replaced. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The bd power controller/distribution pcb and the bd unit cpu were returned for additional testing. The components were visually inspected and functionally tested with no anomalies or malfunctions identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Added the PMA / 510k #. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator, found related codes in the ventilator logs and replaced the direct current (dc) - dc converter printed circuit board (pcb). As a secondary finding, the engineer found the mix proportional solenoid (psol), air psol out of range and rest the air and oxygen psol. The dc-dc converter pcb was returned to medtronic for failure investigation. A visual inspection of the returned component showed thermal damage to the component c83 capacitor. The component c83 capacitor was replaced prior to testing the pcb. The pcb was then attached to the failure investigation test ventilator for analysis. The test ventilator powered up and successfully passed all tests and calibrations. The test ventilator was placed in ventilation mode for a minimum of 24 hours with no errors observed in the ventilator diagnostic or alarm logs. The root cause of the observed condition was determined to be the burned component c83 capacitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator detected a background fault. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.